Manufacturer narrative:
It was determined the cause of the issue was a loose connection point on the main keypad. H6: conclusion code of initial medwatch report indicates: cause traced to user h6: conclusion code of initial medwatch report should indicate: cause traced to component failure

Event description:
The customer contacted stryker to report that the device's keypad buttons were not functioning. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported issue.

Event description:
The customer contacted stryker to report that the device's keypad buttons were not functioning. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's keypad to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.